Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. The returned fiber did not exhibit signs of usage. Analysis revealed that the optical surface of the connector appeared burnt and melted. Information available indicated that no issues were encountered during testing of the fiber prior to use. Based on the information available and analysis of the device, the cause for the reported event cannot be determined. This report is for the same event as manufacturer report: 2937094-2018-00355

Event description:
It was reported that the patient was under anesthesia for a microlaryngoscopy procedure. Upon starting the procedure, the fiber connector end part connecting to the console, burnt. A second fiber (*subject device) was utilized to continue the procedure; however, the same issue occurred. The physician aborted the procedure after the second fiber failed. The patient was reported to be okay. This is the 2nd of 2 reports filed for this event.